Manufacturer narrative:
The reported field events of premature battery depletion, pacing and sensing anomaly, and high impedance were confirmed. Impedance, sensing, and pacing output functions of the device were tested and found to be anomalous. Electrical testing revealed low internal voltage within the hybrid. An internal hybrid anomaly was found to be the cause of the reported event.

Manufacturer narrative:
The reported field events of premature battery depletion, pacing and sensing anomaly, and high impedance were confirmed. Impedance, sensing, and pacing output functions of the device were tested and found to be anomalous. Electrical testing revealed low internal voltage within the hybrid. An anomalous capacitor in the hybrid was found to be the cause of the anomalies.

Event description:
Additional information received indicated the device was explanted and replaced to resolve the event. The patient was in stable condition.

Event description:
During an in-clinic follow-up, a loss of pacing, loss of capture, loss of sensing, high pacing impedance, and high defibrillation impedance were observed on the device. X-ray imaging was performed, however, no anomalies were noted on the implanted leads or device. Upon further investigation, a rapid drop in battery voltage was also noted. Premature battery depletion was suspected to be the cause of the event. Device replacement is anticipated, but has not yet occurred. The patient was stable and will continue to be monitored.